Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary: we checked the returned unit and confirmed that the ccd module failure. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the lg cable connector fluid damage, the remote control buttons perforated, the ccd driver pcb corroded, the electrical connector corroded, the light guide fiber bundle (lcb) broken, the light guide cable buckled, the lg cable connector corroded, and the lg cable connector corroded; however, they are not the main cause, and/or irrelevant to the alleged complaint.

Manufacturer narrative:
(B)(4). The customer owned endoscope was received by pentax medical for evaluation on 04-nov-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint of image blackout and documented the following inspection findings: image blackout, passed wet leak test, umbilical cable buckle at umbilical connector side, pve connector housing corroded, pve electrical connector frame has severe corrosion, passed dry leak test, light carrying bundle has less than 70% transmission, mild moisture on pve electrical connector frame, hole in # 1 remote control button cover, ccd circuit board corrosion, pve electrical pin corroded, customer complaint confirmed. The device will undergo repairs including the following components and be returned to the customer once completed: o-rings and seals, distal end assy with tubes, bending rubber, distal joint screw m1, light guide fiber bundle(lcb), remote control button(1)pb_free, shield cover, lg cable connector assy ntsc, insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5). The endoscope is awaiting repair and approved by final qc as of 29-nov-2021. Model eb-1575k, (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 11-nov-2021, a device history record(DHR) review for model eb-1575k, (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 27-feb-2017 under normal conditions. The endoscope was reworked for a hole at the tip which included adhesive repainting. The endoscope then passed all required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for 02-mar-2017. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event that occurred in the united states. The customer reported no picture involving pentax medical video bronchoscope model eb-1575k, (B)(4). The issue was observed in the operating room prior to use. There was no report of serious injury, delay in procedure or required medical intervention. The user facility responded to a good faith effort request via email on 04-nov-2021 stating that the event date was (B)(6) 2021 and stated that there was no picture as well as intermittent picture and the product was removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement. The authorities were not notified of the event by the user. The user facility also performs pre-procedural checks and follows the instructions for use for accessories as well as reprocessing.